Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had triggered recommended replacement time (rrt) earlier than anticipated and "lasted less than five years." The device was extracted and replaced. No patient complications have been reported as a result of this event.